Event description:
Additional information was received that the device was reprogrammed to resolve the event. The patient was stable.

Event description:
During a clinic follow-up, episodes of noise due to oversensing resulting in pacing inhibition were observed on the right ventricular (rv) lead. Abbott technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.